Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, inappropriate cardiac pauses were noted due to under sensing on the implantable cardiac monitor (icm). The icm was reprogrammed on 21 jul 2022. More episodes of inappropriate cardiac pauses were noted after the programming changes. No intervention was performed at this time. The patient was in stable condition throughout.